Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to close and the approximating lever broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.